Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2024. H3: device evaluation: visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: the DHR review indicated that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6: health impact- clinical code: 4581 - inadequate vision. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+4.0/174 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2024. The reporter indicated the patient's vision was inadequate due to a problem with the power of the icl lens. The surgeon felt the lens thickness appeared thinner than the other lens in the right eye (od). The lens remained implanted. The cause of the event was unknown.